Event description:
A caller reported a malfunction on their insulin pump, specifically identified as malfunction 199 and malf 0, which occurred during a pump update. There was no adverse impact to the customer's blood glucose level. Despite attempts to reset the pump with guidance from technical support, the malfunction persisted, leading to the decision to replace the pump. The customer was informed on how to handle the return of their current pump and was advised on setting up the replacement pump. Technical support confirmed the necessary details for shipping the new pump, which was sent without requiring a delivery signature.